Event description:
A malfunction with the code malf 12 was reported, although no notable events occurred before the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller in doing so; the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if the malfunction code appears again.